Event description:
Consumer alleges that her vaporizer caught on fire on the top of the unit. There were no injuries or damages reported with this incident.

Manufacturer narrative:
This product is in the possession of the consumer and has not been examined. A prepaid label has been issued to the consumer for return of the product. Consumer has not returned the product.